Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included perineal pain, foreign body in uterus, any part, excessive menstruation, menstruation frequent, dysmenorrhea, multiple allergies and abdominal bloating. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type"), psychological trauma ("psych injury/psychological or psychiatric problems condition") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, hypersensitivity, psychological trauma, hormone level abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, hormone level abnormal, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: normal-appearing female pelvic anatomy with essure coils in the fallopian tubes did not appear to be migrating or perforating. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Injury nos replaced with event back pain. New events: hypersensitivity, psych injury, hormonal changes were added. The plaintiff did not undergo this test were added. Reporter¿s information, patient¿s demographics were added. Fu 2 and 3 processed together. On (B)(6) 2019: pfs and mr received. New events pelvic pain, abdominal pain were added. Concomitant drugs was added. Fu 2 and 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.